Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 failed and was not detected on the communication bus at the station. A field service engineer replaced retractor bands and reseated the rowboard cables to resolve the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 4.2 failed and was not detected on the communication bus. There were no adverse events or injuries reported based on this event.